Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose levels. The customer states their sensor read 57mg/dl, but their blood glucose level was 37mg/dl. The customer states they treated the lows with orange juice. No further assistance provided.